Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the us printed circuit board (pcb) controller was replaced. The system was tested and found to meet product specifications. The system was manufactured on june 7, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The reported event was not replicated. However, the printed circuit board (pcb) ultrasound (u/s) controller was replaced as a preventive measure. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, the phaco did not work. The case was completed on the same day using an alternate system.